Event description:
The customer reported the system is intermittently displaying a communications error, and will not hold date and time. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the display adapter, gib, image processor, and video controller pcbs and the hard drive. System operates as intended. (B) (4)